Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that insulin pump had a blank display. Customer's blood glucose was 300 mg/dl. It was also reported that insulin pump had a crack going battery compartment to o-ring. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump had cracked battery tube threads and minor scratches on the lcd window.